Event description:
It was reported to olympus, that the visera elite video system center had an e315 unsupported scope error when it was connected to a camera. There was no patient harm or user injury reported.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), it was noted that the customer was instructed to clean the connectors on the paddle with an alcohol preparation pad and allow it to dry. Then the customer was instructed to reconnected to see if it fixed the issue. If the issue was not resolved then tac advised to return the device. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the event was found during an unspecified procedure and completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection; therefore, the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.